Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the housing was damaged on the compact air drive device. It was further determined that the motor, bearings and softmode switch were worn out. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
In addition to the malfunctions identified in the initial report, it was also determined that the device failed pretest for general condition, marking and labeling, check function of soft mode switch (safety system) and check starting behavior. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.